Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture. The rv lead was sensing noise which showed up as non-sustained ventricular tachycardia (nsvt) and the noise could be reproduced in-office. The rv lead was retained for high voltage therapies and a previously capped rv pacing lead was uncapped, tested and will be used for pace/sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that as the patient's system was downgraded, the right ventricular (rv) lead was capped as it was no longer needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.